Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available. The reported event of a sideport detachment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It has been reported that for a leave-in swan procedure, a sideport detachment occurred. The information provided suggests this or very similar events have occurred multiple times at this account. However, since specific information to initiate a complaint file was not available to facilitate separate investigations of these reported events, information has been included in this complaint file.